Manufacturer narrative:
Per the customer, controls run after the set point modification recovered out of range high. Controls run after the set point was corrected recovered within range and calibration was acceptable. No service was required for this event, as the customer resolved the issue by entering the set point correctly.

Event description:
Per the customer letter sent from bci, dated on (B)(4) 2010, which called for adjusting the calibrator set point for tg in calibrator one (1) to a high value. The customer incorrectly adjusted the calibrator zero (0) for triglyceride (tg) to a high value instead of adjusting calibrator one (1) to a high value on the synchron cx5ce clinical chemistry analyzer. The customer indicated that none of the physicians had acted on the falsely reported results, so no change in patient therapy was given as a result of the original reports.